Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-01316. It was reported the patient had her entire scs system removed due to pain at the scs ipg and lead incision sites.